Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. E1 initial reporter phone +(B)(6). G4: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited ¿error 41628 acc; nil¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to verify and duplicate the reported problem. It was determined that the cam flex sensor was the root cause and was replaced. The cam flex sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.